Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the patient was experiencing pain. Doctor did not note any visible issues. Implant removed and site grafted. Will attempt replacement at a later date. Tooth location # 29.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One 3i t3® non-platform switched tapered implant 3.25 x 10mm (bost3210) was returned for investigation. Visual evaluation of the as returned product identified signs of usage but no significant damage was identified. Product matched print specification where measured. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was type iii (low) bone density. The reported device was located on tooth #29 (universal) and was used for approximately 2 weeks. X-ray or picture image was not provided. Appropriate documentation was reviewed. DHR review for the lot number (2020071243) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review by lot number was performed for similar events and no other similar complaint was identified. Based on the available information, device malfunction did not occur and the reported event was non-verifiable. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.